Event description:
It was reported that a home patient (hp) had a hole in the patient line of the automated peritoneal dialysis (apd) set with cassette which occurred during dwell three of four of peritoneal dialysis therapy on the homechoice (hc) device. The hp was connected at the time of the event. The care giver (cg) informed the technical service representative (tsr) that the patient line was pinched by bed rail, causing a hole. The tsr assisted the cg in ending the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that the patient line was pinched by bed rail, causing a hole. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. The guide provides specific instructions for inspecting the disposable set for damage prior to use and warns the user that before loading the disposable set, the cassette and the tubing should be inspected for damage. Using damaged sets can result in contamination of the fluid or fluid pathways. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.